Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the non-pacemaker dependent patient presented in the emergency room not feeling well. The ventricular unipolar tip sensing was 1.7-2.6 mv, and unipolar- ring sensing was 3.8-4.6 mv. Ventricular unipolar tip capture threshold was 6.0 v at 0.5 ms. The ventricular lead impedance was stable at 471 ohms. An x-ray was performed and the doctor diagnosed microperforation, but there was no pericardial effusion. Lead repositioning would be scheduled.